Manufacturer narrative:
Additional narrative: patient initials ¿ (B)(6). Patient weight not provided by reporter report is for four (4) unknown 4.5mm cortical screws. Implant date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent a revision procedure scheduled for (B)(6) 2015 due to infection and non-union. The patient had one (1) plate: 4.5mm narrow lcp® plate 9 holes/170mm; four (4) 4.5mm cortical screws, and four (4) 5.0mm locking screws removed, all of which were reportedly intact. The patient¿s infection, inflammation, and delayed healing was discovered on an unknown date during a post-operative visit. The infection was reportedly attributed to a condition related to the patient¿s autism. The patient had a cast and continually rubbed it, creating an open surface wound over the area of the fracture, which allowed for the infection to track down to the fracture site. The surgery was successfully completed, with no surgical delay and the patient status outcome was as expected. This report is for four (4) unknown 4.5mm cortical screws. This is report 2 of 3 for (B)(4).